Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 9.2 mmol/l at the time of incident. The customer stated that they were unable to exit preparing to prim loop. The customer stated that they were stuck in rewind complete and bolus delivery loop. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked display window, a cracked reservoir tube lip and a missing end cap sticker. The pump was unable to prime during the prime test due to the loose/protruded drive support disk. No compromised force sensor system alarm was noted. The pump alarmed motor error during the basic occlusion test due to the loose/protruded drive support disk. The pump passed the idle current, run current, off no power, unexpected restart, displacement, rewind and self tests. Unable to perform the occlusion or no delivery tests due to the prime anomaly.